Manufacturer narrative:
Results: the review of the manufacturing paperwork verified that this lot met all pre-release specifications.

Event description:
On (B)(6) 2008, the pt was implanted with four components of a gore excluder aaa endoprosthesis to treat an aortic aneurysm. It was planned to cover the right internal iliac artery with device, and a coil embolization procedure was performed to the artery prior to the implantation. A final angiogram showed a distal type I endoleak at the left limb, and the physician decided to monitor the pt. On (B)(6) 2008, a post-operative follow-up image showed the persistent distal type I endoleak. On (B)(6) 2008, one iliac extender component was additionally implanted at the left limb to repair the persistent distal type I endoleak. It was planned to cover the left internal iliac artery with the device, and a coil embolization procedure was performed to the artery prior to the implantation. The pt tolerated the procedure. No further adverse events have been reported.